Event description:
It was reported that patient had discomfort at ipg site. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored and pain/discomfort at ipg site has since resolved.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.